Event description:
Clinical adverse event received for patellar tendon rupture. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022. (Right knee). Treatment: open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6)2022, the patient received a right total knee arthroplasty to address pain, flexion contracture, and end-stage degenerative joint disease, with severe valgus deformity and lateral tibial bone loss. Attune fixed-bearing cemented implants were placed, including an all-poly tibial component, using depuy 1 bone cement. Patella was resurfaced. There were no complications reported. On (B)(6)2022, the patient was seen in the clinical setting on day 10 post-op, presenting with a range of motion issues, including significant anterior knee pain, swelling, and inability to support weight on the operative side, feeling as if the knee will buckle. She cannot bear weight even when using her walker. Her knee physical examination demonstrated a large defect in her patella tendon area, with evidence of patella alta as well. She cannot actively extend her knee. Radiographs showed patella alta consistent with complete patellar tendon rupture, radiographically, implants all appeared to be stable, patient was placed in an iron brace to protect her knee, pending surgical repair of her patella tendon. On (B)(6)2022, the patient's right knee was treated for acute distal patella tendon rupture (avulsion from tibia insertion point). Status post right total knee arthroplasty. The right knee patella tendon and medial knee capsule were reconstructed using achilles tendon allograft. No products were revised. No complications were reported.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.